Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The sfx x20 torque driver shaft was not returned to the customer quality unit for evaluation. A review of the device history record could not be conducted as a lot was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the sfx x20 torque driver shaft we are unable to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing and release of this device since the lot number could was not available. Therefore, this complaint file will be closed with no further action required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery reported on (B)(6) 2019, when the surgeon tried to remove the sfx adjustable type screw (p/n and lot# were unknown) implanted on unknown date by using torque driver (p/n and lot# were unknown), the screws on both sides could be removed, however, center screw could not be removed easily. Then, the surgeon tried to remove the center screw, however, the screwdriver shaft was broken. Eventually, the surgeon could remove sfx screw. There was less than 30 min. Surgical delay. No further information was provided by the hospital.